Event description:
A peritoneal dialysis (pd) patient reported following treatment, he discovered a fluid leak while taking out the cassette. The fluid was in the cassette compartment and leaking from the cassette. He also reported the cycler was making an unexpected grinding noise. He retained the set and will make it available for investigation. During follow up, the pt's nurse reported his effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.